Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Facility rep called stating that the actuator motor is skipping when moving up, but working when going down.